Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a cuff stent on (B)(6) 2007. A follow up computed tomography (CT) revealed an unknown endoleak and stent migration. Further testing was completed and the angiogram could not confirm an endoleak. The physician elected to implant a suprarenal aortic extension. An angiogram completed post procedure showed the issue was resolved. The patient is in stable condition.

Manufacturer narrative:
The reported event could not be confirmed based on the investigation of patient images and records as well as the manufacturing record review. The root cause of the reported event could not be identified based on the clinical evaluation where limited images and medical records were provided. The device was not returned for additional investigation to the reported event. Potential contributing factors to the reported event include; off label use, patient had a falling accident and anticoagulation therapy.